Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). The 5.0x220x90 sterling¿ balloon catheter was advanced for pre-dilatation and was inflated twice at 10 atmospheres. However, on the third inflation at 10 atmospheres for 90 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a sterling¿ balloon catheter. No patient complications were reported and patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).